Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The investigation revealed that the contrast, up arrow, down arrow and bolus button were intermittently responsive to button presses and that the bolus button was hard to press on the keypad. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The reporter stated that the keypad buttons were becoming unresponsive; the reporter stated that the pump was unable to program a bolus at all. The patient reportedly wore the pump on the waist and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.